Event description:
The technical support engineer was informed by the operating room manager at the user facility that the customer high-frequency eletro-surgical generator reportedly ¿gives an e433 and a message will auto restart and is stuck in this loop¿ that occurred at the beginning of a transurethral resection of the prostate. The device was inspected prior to use and no abnormalities were observed. No death or injury and no patient or person was affected.

Manufacturer narrative:
During troubleshoot via telephone, two different foot switches (single and double footswitch) did not activate when plugged in and selected. The referenced device was returned to the service center. The service evaluation could not confirm the customer¿s reported issue as no error code was displayed during testing. However, a software upgrade to the latest version is recommended and the bipolar autocoagulation output power is below standard specifications. A review of the recorded error log indicated multiple e433 error codes including error e622 and e140. The customer¿s footswitch was not returned. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on december 16, 2015. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported error could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). -defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.